Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es has unexpected service operation error. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es has unexpected service operation error. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI), medical device model, section h device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the could not allocate space error occurred. A field service engineer as per customer support center (csc) request, knowledge article (tls security hardening es servers) was performed; however, the changes did not resolve the issue. Proceeded to reimage the station, but even after reimaging, remote access to the station and other stations listed under the customer¿s account remained unavailable. Although package deployment was successful, remote access could not be established. Had the customer log in and confirm station functionality. The station was fully operational, and patient data was current and accurate. The system functioned as intended after the field service engineer troubleshot the device.